Event description:
It was reported by the patient that as the patient was walking near an intersection where there was a blown transformer, the patient received several shocks. The patient was reported to have been checked by an emergency medical technician (emt) but the device was not interrogated. The clinic contacted the patient and the patient reported receiving shocks but was fine. They instructed the patient to send a remote transmission but they are not sure if the patient will comply. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.